Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000162 tray asy 2 battery kit svc o2 bi71000163 tray asy 4 battery kit svc o2 bi71000861 tray o2 ias power h2: additional information was received. B5 and d11 have been updated. H2/h6: additional information has been received. The power conversion board and power tray are not being replaced at this time. The replacement batteries are on back-order. No indication of a system service has been given so fdm, fdr and fdc codes have been updated to 4114, 3221 and 4315 to reflect this. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system at a medtronic facility. It was reported that the system in the technical services lab had batteries that would not hold a charge. They would be fully charged but then instantly lose the charge when the umbilical was disconnected. The power conversion was also trying to power on when the umbilical was disconnected and the image acquisition station (ias) was off. It was reported that the cause was due to old age of the batteries and the system has never had all the batteries replaced since it was installed. This was a non-clinical system and no patient was present.

Manufacturer narrative:
Other relevant device(s) are: kit svc o2, bi71000860, encl pwr conv. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system at a medtronic facility. It was reported that the system in the technical services lab had batteries that would not hold a charge. They would be fully charged but then instantly lose the charge when the umbilical was disconnected. The power conversion was also trying to power on when the umbilical was disconnected and the image acquisition station (ias) was off. This was a non-clinical system and no patient was present.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that batteries for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.